Event description:
(B)(4). Severe cramping all day everyday, unable to stand up straight without stabbing pain in my uterus, allergic reaction to my own sweat, my body breaks out in stinging painful itches and hives, that last hours. Pain in teeth and jaw bone all day. Painful joints, and muscles everywhere. Gerd, stomach sensitivity to all foods, severe bloating that is very painful.